Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a procedure, the surgeon was using the 5.0mm flexible shaft and the 8.5mm medullary reamer head. As he began to ream, the reamer head broke at the coupling. The surgeon used another reamer to complete the procedure. All pieces were removed from the patient and there was no reported adverse effect to the patient. The reamer head was discarded after the procedure. This is report 2 of 2 for this event.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.